Event description:
Medtronic "lot 8" insulin infusion sets are now being recalled due to not working properly -not allowing the insulin pump to vent which can cause too much or too little insulin to be delivered-. I was hospitalized due to my blood sugar going extremely low and then high, for seemingly unknown reasons at the time. Due to not being able to get the high to come down I developed ketones in my urine. Dose or amount: frequency: change once/3 days. Dates of use: 2 months. 2009. Diagnosis or reason for use: type 1 diabetic insulin pump user.